Manufacturer narrative:
Additional information was added to h6. H10: the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there are three (3) large volume infusors appeared to have damage at "top cap". The issue occurred during filling. There was no patient involvement. No additional information is available.